Event description:
User experienced discrepant urine total protein results on one pt sample. Initial result gave 0.50 g/l, which is considered a positive result. The same sample repeated using electrophoresis gave a negative result (actual result not provided). No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.